Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a difficult connection between the proximal and distal pieces of the nxt connector was confirmed and appears to be due to the manufacturing process. The product returned for evaluation was a 4fr s/l groshong nxt two-piece connector. The two-pieces had not been assembled and the implicated catheter shaft was not returned for evaluation. The catch slots on the distal connector appeared deformed and narrowed. The catch slots were measured and confirmed to be narrower than the device specifications. When an attempt was then made to connect the proximal and distal pieces of the connector, the deformation of the catch slots prevented the locking arms from fully advancing onto the connector. The damage observed on the connector appears to have been caused by the manufacturing molding process. The end-item manufacturing facility has been notified of this complaint. Bd is working closely with manufacturing to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the strain relief of the extension tubing was unable to be attached to the catheter. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx3255 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the strain relief of the extension tubing was unable to be attached to the catheter. No other information was provided.